Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4)., serial: (B)(4)., batch: a000113020. During processing of this incident, attempts were made to obtain complete event information and patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-00093. It was reported the patient had their scs system explanted because they were unable to enter MRI mode. Follow up indicated the patient was doing well post operatively.